Manufacturer narrative:
Additional information added to d10, h3, h4, h6. H4: 1416914169 h4: device manufacture date from february 15, 2016 to february 16, 2016. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection under magnification was performed and revealed a ruptured bladder. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume infusor burst during filling with 5-fu. There was no patient involvement. No additional information is available.